Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error, rewind anomaly and failed battery. The customer¿s blood glucose level was unknown. The customer reported that they received a reject new batteries, and screen was fading in and out which made it difficult to read, rewind was slower, had to rewind more than once per reservoir change and buttons were harder to press. The insulin pump will not be returned for analysis.